Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.na

Event description:
It was reported that the procedure was performed to treat a heavily calcified, moderately tortuous circumflex lesion. The whisper extra support guide wire tip separated. The tip remains stuck in the vessel. The patient died the same day. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned guide wire and the reported tip separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the review of similar incident(s) there is no indication of a lot specific product quality issue. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. A cine was received and reviewed by an abbott vascular clinical specialist. The cine concluded that from the available data, there is no evidence that separation of the whisper es guide wire tip contributed to the patient¿s death. The investigation determined the reported tip separation and noted damages appear to be related to operational circumstances of the procedure. In this case based on the cine review the timing of tip separation is not shown on these runs, and as the last cine run is likely (from appearances) to represent a time close to that of patient death, the wire fracture likely occurred post mortem. The wire was still intact at the end of the cine runs. It is likely that manipulation during CPR likely resulted in the tip (core, polymer and coil) separation. The noted polymer and coil damage likely occurred during retraction of the guide wire. A conclusive cause for the reported patient effect (death), and the relationship to the product, if any, cannot be determined. Additionally, the reported treatments appear to be related to the operational circumstances of the procedure as CPR was performed and the separated tip was left embedded in the vessel. There is no indication of a product quality issue with respect to manufacture, design or labeling.